Manufacturer narrative:
Evaluation summary: the investigation concluded that the root cause of the event is related to the long-term effects of sterilization. During autoclave, stresses are applied from the metallic inner rod to the radel plastic handle. The heat from the autoclave process contributes to the degradation of the radel material properties overtime. This device was manufactured in february, 1998. The useful device life for this final cup impactor has been exceeded.

Event description:
It was reported that "while surgeon was impacting the cup, the back end of the impactor broke off."